Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780,# serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had a fall, and the patient was reporting significant pain from the thoracic region all the way down to the hips and legs. No other environmental/external/patient factors that may have led or contributed to the issuewere reported. A dye study was planned for (B)(6) 2017 at 10:00am. The issue was not resolved. However, it was reported that the patient¿s status was alive ¿ no injury. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The patient¿s medical history was unavailable. There were no further complications reported or anticipated. The event date was noted to be ¿(B)(6) 2017.¿ additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6)2017. It was reported that there was dose escalation and not significant pain relief. A catheter dye study showed no dye could be found and a revision was done. The patient underwent a catheter revision and the pocket portion of the catheter was sheared. It was replaced and the daily dose was decreased and the revision was successful. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight and medical history were asked and would not be made available. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The event date was asked, but unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.